Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Initial reported not available at the time of filing. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the system's screen went black when setting up for a case and were unble to get it to recover. Hard rebooting resolved the reported issue. There was no patient present when this issue was observed.

Manufacturer narrative:
Initial reporter first name provided. Last name unknown. If information is provided in the future, a supplemental report will be issued.